Event description:
During review of the patient's vns programming history it was discovered that high impedance was observed on (B)(6) 2012. The high impedance was resolved on (B)(6) 2012 indicating that possible lead revision occurred or an intermittent break exists.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.